Event description:
According to the reporter: a plastic piece from the blunt obturator or spacemaker was found in patient. They did not keep any of the items - just the piece of plastic. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 08/21/2008.